Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian reported that the patient's blood glucose level rose to 310 mg/dl while wearing the pod between 49 and 71 hours. During this time, the pod appeared to stop delivering insulin despite attempted bolus corrections, which the patient's legal guardian attributed to a possible occlusion. Additionally, the smell and feel of insulin, along with visible condensation inside the pod's viewing window was observed. Treatment information was not provided.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate that there was an obstruction in the flow of insulin. No damages or deficiencies were observed in the pod that would prevent it from operating as intended. No problem was found regarding the reported pod cannula obstruction of flow event. Inspection of the pod found no evidence of fluid ingress, internal leaking, or corrosion. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod that would cause leak during wear and fluid to leak inside the device.